Manufacturer narrative:
After internal review on (B)(6) 2026, h6 investigation conclusion was corrected.

Event description:
It was reported that the patient had gone to the emergency room (ER) and received treatment for dehydration on (B)(6) 2026. The patient changed their pod and dexcom g7 continuous glucose monitor (cgm) on the evening of (B)(6) 2026. During the night their blood glucose (bg) was going low reading down to the upper 50¿s mg/dl on the cgm. The patient ingested some juice to treat this and checked a fingerstick bg, which was 98 mg/dl. They also noted that the personal diabetes manager (pdm) was saying there were 0 units of insulin on board (iob). They were receiving alarms that their bg was low, but when checking the bg with a fingerstick it was within normal range during the night. The morning of (B)(6) 2026, the cgm was reading the bg at 76 mg/dl, so they had more juice. Approximately a half hour later the cgm read the bg at 49 mg/dl, but when they checked with a fingerstick the bg was 102 mg/dl. On (B)(6) 2026 they went to urgent care followed by the ER due to bgs that were dropping fast and they had a fast heart rate (exact heart rate not reported). In the ER they were told they were slightly dehydrated and were given a couple bags of fluids. They had their electrolytes checked with blood work and they were normal. They were concerned about the fluctuating blood glucose levels. The patient went home from the ER the same day. Additionally, the patient mentioned that when looking at their history at the time of the call they thought the omnipod system was losing track of bg readings as there were chunks of time with no readings. The patient also stated that at an unspecified time after this they changed their basal rates on their own to lower them because the doctor had told them they had too much insulin on board making them go low.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. While the system was used in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The phb data showed that the insulin on board (iob) count was being tracked correctly, with the algorithm component increasing as microboluses and manual basal larger than the adaptive basal rate was being delivered and decreasing as the amount of basal and microbolus being delivered decreased or stopped. The bolus components of the iob increased as boluses were delivered and decreased based on the user's duration of insulin action. No evidence of an overdelivery of insulin or of issues with iob tracking were observed in the available cloud data. It could not be determined if the paired sensor was correctly reading the user's glucose levels and sending the correct information to the pod. The exact cause of the reported glucose values discrepancies could not be determined from the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type- data unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.